Event description:
It was reported that after the inital implant the patient developed pericarditis which caused very high thresholds and the need for atrial pacing. The ra lead had high thresholds and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.